Event description:
It was reported that during a da vinci s surgical procedure a burned area on the "shaft" of the monopolar curved scissors (mcs) instrument was found. The mcs instrument was immediately removed and replaced with another instrument of the same type to complete the planned surgical procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a .070 inch by .100 inch oblong hole burned through the main tube. The hole is located roughly .375 inches above the tube extension. A ring of tube material is removed around the perimeter of the hole, indicative of arcing, and the main tube has a longitudinal crack that bisects the hole. The instrument was disassembled to find the hypotubes charred in the same location as the hole. The tube crack starts at one of the slots at the distal end of the tube. Engineering has determined that the crack in the tube and high generator settings likely created a path for arcing to occur. The source of the crack is unclear.